Event description:
Break off portion of the screw was retained in the patient - with this particular model - after the break screw is broken off if the screwdriver is tilted just right the broken piece can fall out of the handle onto the sterile field or the floor ¿ there is an ¿escape hatch¿ in the handle that allows this to happen.